Event description:
The pt is pursuing a product liability claim arising out of the use of the nexgen femoral component. It was reported by the pt's counsel that the pt received an implant on (B)(6) 2005 and was revised on (B)(6) 2010, due to pain and instability.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation. This report shall be updated.